Event description:
Kaliyev a, makhambetov y, medetov y, et al. Management of giant internal carotid aneurysm by extracranial-intracranial bypass and flow diverter stent. British journal of neurosurgery. 2023;37(6):1893-1897. Doi:10.1080/02688697.2021.1947974 medtronic literature review found a report of patient complications in association with pipeline embolization device and hyperglide balloon catheter. The purpose of this article was to report the case of a giant paraclinoid aneurysm treated by high-flow extracranial-intracranial (ec-ic) bypass and flow diverter stent deployment, with a late stent and parent artery occlusion with an unknown cause. The article does not state any technical issues during use of the pipeline or hyperglide. The following intra- or post-procedural outcomes were noted:  - imaging revealed a giant aneurysm located in the paraclinoid segment of left ica. A balloon occlusion test (bot) was performed using a siemens artis zee biplane machine. Both femoral arteries were catheterized. A hyperglide balloon catheter was positioned and inflated in the petrous part of the left internal carotid artery. After the balloon was inflated, dsa demonstrated aplasia of the anterior communicating artery. During initial bot, neurological deterioration was registered, as the patient had right-sided hemiparesis and motor aphasia. Bot was cancelled immediately, and neurological signs regressed during the next 10 minutes after the balloon was deflated.  - no neurological complications were encountered during the early postoperative period following pipeline implant. The patient was discharged on postoperative day 5 with recommendations to continue dual antiplatelet therapy for six months. Follow up dsa and MRI was performed seven months postoperatively. After six months, the patient stopped clopidogrel and continued to receive aspirin 100mg/day. Dsa revealed occlusion of the left ica, with collateral blood flow via the posterior communicating artery, and high-flow bypass. MRI demonstrated a significant decrease in aneurysm volume. The patient¿s neurological condition did not change. During discussion, the patient and her family declined any antiplatelet regimen discontinuation during the last 6 months. The authors could not identify the moment of stent and parent artery occlusion. Collateral flow via the high-flow bypass prevented a further ischemic injury. The authors stated that in the absence of additional blood supply via high-flow bypass the patient would have suffered a severe ischemic stroke.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-hyperglide (lot: unknown); product type: ; implant date n/a; explant date n/a g2: citation: authors: kaliyev, a., makhambetov, y., medetov, y., kulmirzayev, m., dusembayev, s., nurimanov, c., kunakbayev, b., & akshulakov, s.. Management of giant internal carotid aneurysm by extracranial-intracranial bypass and flow diverter stent. British journal of neurosurgery 37(6):1893-1897 2023. Doi:10.1080/02688697.2021.1947974 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.